Event description:
It is reported that a customer experienced low blood glucose of 35 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer called instating that they had issues with most of their sensors and wanted to order more sensors. The customer was shipped four sensors. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.